Event description:
It was reported that during deep brain stimulator plaecement, the perforator became stuck in the pt's skull and the dura torn, resulting in epidural hematoma. Surgery had to be rescheduled.